Event description:
It was reported to nova biomedical that a consumer received a result of 4.6 mmol/dl (83 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the very same meter and test strips getting results of 2.9 mmol/dl (52 mg/dl). The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.